Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It ws reported that the customer experienced blood glucose (bg) levels as low as 68 (mg/dl). Reportedly, customer believed that the low bg level was caused by eating lunch at a later time. Customer consumed food to treat the low bg level. Recommendation was made to consult with health care provider to discuss diabetes management.